Event description:
It was reported the patient was experiencing diaphragmatic stimulation from the left ventricular lead. The lead was removed and a new lead was implanted in a different vessel branch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2012. (B)(4).